Manufacturer narrative:
The initial MDR 2432235-2017-00564 was filed on october 20th, 2017. Additional information (11/15/2017): a siemens headquarter support center (hsc) specialist evaluated the event. The fittings on the waste reservoir click into place when properly seated; therefore, it is inconclusive how the fittings became disconnected. There is a potential that they became disconnected in the act of performing troubleshooting. To date, all infectious disease testing results for the engineer resulted negative. Updated to reflect the conclusion provided above.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. The event happened when the cse was checking the waste reservoir connectors after removing the waste reservoir. The direct waste disposal connector disconnected, and the cse was splashed. Siemens is investigating this issue.

Event description:
During troubleshooting of an advia centaur xp instrument, the siemens customer service engineer (cse) was splashed in the face with waste fluid. The cse was wearing a gown and gloves but not protective eye-ware. The cse went to the emergency room where infectious disease testing was carried out, and resulted negative. The cse did not receive treatment.